Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to over 450 mg/dl. Customer reported starting insulin pump therapy four days prior, but a serter was missing from their package. Customer attempted to insert the new tubing without a serter, and noticed their blood glucose rising. The customer declined to troubleshoot for the high blood glucose. Customer also reported inaccurate readings with the sensor. The customer's blood glucose was 270 mg/dl and their sensor glucose was 70 mg/dl. The insulin pump will not be returned for analysis.